Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's wife who stated that the left side handle broke at the elbow where the handlebar meets the frame causing the end user to fall. The end user sustained a laceration to his head requiring four staples. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.